Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal stenosis dilatation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon ruptured. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.